Event description:
A 6f angio-seal vip was selected for use for a right femoral artery puncture. A pre-deployment angiogram was not performed. During deployment, the suture snapped. The device, including the collagen, came out of the pt, with the exception of the anchor, which was not found. Hemostasis was achieved by ten minutes of manual compression in the procedure room. The pt was observed overnight for limb ischemia, which was not seen, and discharged in stable condition, the next day, without any further problem.

Manufacturer narrative:
No product was returned. The exact lot number is unk; however, it was reported that the product may be from one possible lot: 3474162; manufacture: 08/01/2011, exp: 07/31/2012. The device history record for this lot was reviewed to ensure that the mfg and inspection operation was performed and indicated complete by an appropriate signature and date. The review determined each process was performed and completed in accordance with st. Jude medical specifications and procedures. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the pt (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.